Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
It was reported that the patient underwent surgery for treatment of herniated disc and degenerative disc disease at l4-5 and l5-s1. Procedure performed was two level bilateral laminectomy discectomy with foraminotomies, followed by interbody arthrodesis using interbody and pedicle screw fixation from l4 to sacrum with rhbmp-2/acs placed inside the cages on both sides at l4-5 and l5-s1. 632 days post-op, an MRI of the lumbar spine was interpreted to indicate 'interbody fusions and laminectomy and pedicle fixation at l4-5 and l5-s1 levels but no stenosis or epidural fibrosis currently.' At 1953 days post-op, an MRI of the lumbar spine was interpreted to indicate 'previous surgery with posterior fusion from l4 through s1 inclusive and prior laminectomy at l4 and l5,' 'mild to moderate stenosis due to facet changes at l3-l4,' and 'no discrete disc herniations or additional abnormalities at upper levels.' At 2045 days post-op, the patient presented to a pain clinic consultation with complaints of low back pain and right leg pain that has gradually become worse. Per the physician's notes, 'it is a numbness and tingling and shooting pain, radicular symptoms also on the right leg. There is hardly any pain in the left leg. There is no numbness in the toes.' At 2188 days post-op, a lumbar myelogram was interpreted to indicate 'severe canal stenosis identified from the mid l3 vertebral body to the l4-l5 interspace. An intrathecal mass cannot be entirely excluded.' A lumbar CT was interpreted to indicate 'absence of intrathecal contrast identified at the l3-l4 level. There does not appear to be a central stenosis at this level. This could result in nerve root crowding and explain the absence of contrast superior to this level. Alternatively, an intrathecal mass cannot be entirely excluded. Bilateral ligamentum flavum thickening and facet arthropathy resulting in foraminal encroachment and possible bilateral nerve root impingement at the l3-l4 level.' At 2197 days post-op, the patient presented for an office visit for follow-up. Review of myelogram/CT was interpreted to indicate 'almost a complete block right above the level of his fusion.' This is at the l4-l5 interspace. At 2268 days post-op, the patient underwent a revision surgical procedure for bilateral redo laminectomy and discectomy with foraminotomies at the l4 level and new removal of the l3 lamina bilaterally with foraminotomies.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, on (B)(6) 2005, patient underwent posterior lumbar interbody fusion from vertebrae l4 to s1. Reportedly, the patient was implanted with rhbmp-2/acs in this surgery. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the disc space). Allegedly, patient's post-operative period was marked by a period of improvement, followed by progressively worsening lower back pain, with shooting pain radiating down into his right buttock and right leg. Radiographic imaging demonstrated bony overgrowth where rhbmp-2 was implanted in patient's lumbar spine. Due to severe pain and symptoms, the patient underwent two revision surgeries, on (B)(6) 2011, and (B)(6) 2013. The patient continues to experience pain in his lower back that radiates into his lower extremities. He suffers from numbness in his feet that prevents him from walking long distances.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2005: the patient was preoperatively diagnosed with herniated lumbar disk and degenerative disk disease l4-5 and l5-s1 and underwent the following procedures : two level bilateral laminectomy, diskectomy with foraminotomies followed by interbody arthrodesis using 11x24 mm bak cages and pedicle screw fixation from l4 to the sacrum as per the op notes: ¿ the l4-5 level was identified and 11x 24 mm cages placed at this level as well. All the cages were countersunk. Rhbmp-2/acs again was used at this level and the plastic inserted applied. At this point. The pedicles were identified at l4 and pedicle screws placed bilaterally. These were also done at l5 and at s1. At this point, with good positioning of the pedicle screws and palpation of the roots as showing no compression on any neural elements the crossbars were applied.¿

Manufacturer narrative:
Review of radiographic imaging studies found as follows: (B)(6) 2005 ap and lat lumbar show plif with cages at l4 and l5 with pedicle screws l4-l5-s1. On (B)(6) 2005 ap and lateral chest xrays no spinal pathology noted. On (B)(6) 2008 cervical CT shows no stenosis. Mild ddd is noted of unknown significance. On (B)(6) 2011 ap and lateral lumbar films show no interval changes without movement on dynamic views. On (B)(6) 2011 myelogram and postmyelogram CT lumbar appears to show bone behind l5 and l4 cages displacing dural sac posteriorly. Severe central stenosis at l3/4 likely due to adjacent level degenerative facet disease. Considerable facet arthritis is also noted at the l3/4 level. On (B)(6) 2011 interoperative lateral xray with apparent exposure of l3/4 level.